Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 404 mg/dl. Customer treated their high blood glucose via manual injections. Customer declined to troubleshoot for high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir compartment was cracked due to normal wear and tear. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.